Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1. ¿material sensitivity reactions.¿, and number 14 ¿intraoperative or postoperative bone fracture and/or postoperative pain¿. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01564 and 2013- 06227).

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason. Additional information from legal counsel for patient reports allegations of pain, dysfunction, soreness and loss of range of motion. Additional information from legal counsel for patient reports allegations of presence of inflammatory fluid and inflammatory mass during (B)(6) 2012 revision. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason. Additional information from legal counsel for patient reports allegations of pain, dysfunction, soreness and loss of range of motion. Additional information from legal counsel for patient reports allegations of presence of inflammatory fluid and inflammatory mass during (B)(6) 2012 revision. Additional information received in patient medical records indicates that hip revision procedure performed on (B)(6) 2012 was due to pain, swelling, elevated metal ions and fluid collection. The patient's operative report noted inflammatory fluid collection with debris and a thick-walled inflammatory mass. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.